Event description:
It was reported that the customer experienced a cartridge alarm with their pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the recurring issue with consecutive cartridges and arranged to replace the pump with one that has updated software. The customer was instructed on how to handle the storage and return of the faulty pump, advised on programming settings, and connecting their cgm to the replacement, which was sent without requiring a delivery signature. The customer acknowledged and understood all provided instructions and the need to return the problematic pump within 10 days to avoid charges.